Event description:
It was reported that the customer was receiving no delivery alarms on her insulin pump. The customer's blood glucose was 200 mg/dl. She stated the no delivery alarm had not occurred yet with the particular set she was using, so no troubleshooting could be performed. The customer also mentioned there was a scratch on the screen of the insulin pump. She was advised to discontinue use and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The device was received with cracked battery tube threads and minor scratched lcd window.